Event description:
The customer's spouse called to report that the customer was taken to emergency for high bgs. It was stated that the dr said the pump was not working. The customer stated that they didn't care what alarms might have gone off or if the time and date were correct. No troubleshooting was performed.